Manufacturer narrative:
As of the date of this report, the vse instrument has not returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No images or procedure video from the event were provided for review. A log review was conducted, which resulted in the following findings: the logs show the customer used the following two vessel sealer (vs) extend instruments on (B)(6) 2021. During a liver resection procedure with system (B)(4). At this point it is unknown which of the instruments had the reported sealing issue. Vessel sealer (vs) extend instrument part# 480422-01 lot# m91210106-0018. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. Vessel sealer (vs) extend instrument part# 480422-01 lot# m91210106-0031. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 22024 ¿ grip torque is outside the expected rand on universal surgical manipulator (usm) 4 and 25920 ¿ energy activation halted by external equipment on bipolar port 1 and energy type: bipolar. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged the vse instrument did not adequately seal the patient¿s tissue. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the vessel sealer extend (vse) instrument malfunctioned with multiple errors. The customer noted the vse instrument had insufficient seal. It was unknown if there were any audible tones or if any tissue effect was observed. The procedure was continuing as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr confirmed he was present during the liver resection procedure on (B)(6) 2021. It was unknown if the vessel sealer vse instrument was inspected prior to use. The csr informed that the vse instrument had worked fine on the liver and had been in use for about at least an hour prior to observing the instrument was not sealing properly. When the issue occurred, the csr noted that it appeared the surgeon was grabbing too much tissue, more than 7mm, and suggested the surgeon grab less tissue; however, the same issue was observed when an appropriate amount of tissue was being held. It was noted that there was a long error message reported by the system but the csr could not recall exactly what was stated. At the time, no vessel calcification was observed. Prior to the sealing issue, the csr confirmed they received appropriate feedback from the system, but could not recall if the seal completion sounds triggered when the sealing issue occurred. Afterwards, the csr observed char between the instrument jaws and suggested the customer remove the instrument for cleaning. Once the instrument was cleaned, the same issue occurred. At that point, the csr recommended the customer obtain a second vse instrument to continue the case. It was stated the replacement vse instrument worked and the surgeon was able to continue with the case. The csr was not sure if the instrument would be returned for evaluation. No video/image was available for review. The procedure was completed robotically with no reported patient injury or harm.